Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. A synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, it was noticed that the stent looked like it slipped off the balloon and was unraveled. A portion of the stent was intact on the balloon and the distal portion was unraveled. The procedure was completed with a different device. No patient complications were reported.